Event description:
It was reported that, during a photo selective vaporization of the prostate procedure, the fiber tip broke off inside the patient. The procedure was completed with another fiber. There were no patient complications reported.

Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, the fiber tip broke off inside the patient. The procedure was completed with another fiber. There were no patient complications reported.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the metal cap was detached and not returned with the fiber, confirming the reported clinical observation. The glass cap was observed to have moderate devitrification. It is probable that the inadvertent tissue adhesion contributed to elevated temperatures near the laser beam output window leading to the metal cap detachment. According to the device instructions for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg to 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Based on analysis results, the interaction between the user and device caused or contributed to the identified metal cap detachment.